Manufacturer narrative:
The death occurred on an unknown date in (B)(6) 2017. Date of event: the peritonitis occurred on an unknown date in (B)(6) 2017. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid dialysate drainage. The cause of the peritonitis was not reported. On an unreported date the same month as event onset, the patient was hospitalized for the event. Treatment rendered for the event was not reported. On an unreported date the same month as event onset, the patient passed away while hospitalized in the ICU (intensive care unit). The cause of death was unknown. It was unknown if an autopsy was performed. It was unknown if the patient was recovered from the peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available as the reporter declined to provide any further information.